Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for 1 patient. The original sample was repeated and the result was also lower. The following data was provided: sid (B)(6). Initial result processed on (B)(6) 2023 at 07:06 = 0.441 ng/ml. Repeat result at 07:56 = 0.049 ng/ml. New sample ran at 09:12 = 0.029 ng/ml. Customer¿s troponin reference range = <0.1 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting a false elevated troponin result on the architect (B)(6), serial # (B)(6). While troubleshooting the issue service observed that both the 100ul buffer pump (rohs) and syringe assy were leaking. Service replaced the 100ul buffer pump (rohs)_part number 7-96343-03 and syringe assy (part number 7-77650-09). Both the 100ul buffer pump (rohs) and syringe assy were deemed the issue likely causes. A review of tracking and trending of the 100ul buffer pump (rohs)_part number 7-96343-03 and the syringe assy (part number 7-77650-09) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the 100ul buffer pump (rohs)_part number 7-96343-03 or the syringe assy (part number 7-77650-09) was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for 1 patient. The original sample was repeated and the result was lower. The following data was provided: sid (B)(6) initial result processed on (B)(6) 2023 at 07:06 = 0.441 ng/ml. Repeat result at 07:56 = 0.049 ng/ml. New sample ran at 09:12 = 0.029 ng/ml. Customer¿s troponin reference range = <0.1 ng/ml no impact to patient management was reported.